Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was not impacted. The customer did not disclose an alternate method of insulin therapy.